Event description:
G [gastric] tube bumper was found to be loose, allowing stomach to sag away from abdominal wall and gastric content leakage around the insertion site leading to minimal peritoneal contamination.